Event description:
Medtronic received information that prior to the implant of this 34 mm transcatheter bioprosthetic valve, while loading the valve onto the delivery catheter system (dcs), the blue handle split at the seam and separated. Subsequently, the dcs was not used for the implant and will be returned for analysis. Another dcs was used to successfully complete the procedure. The loading was performed by experienced medtronic personnel and no excess resistance was felt. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic¿s quality laboratory, the device was received with the handle components detached from the dcs and the end cap/screw gear snap fit was connected. Visual analysis showed the two tabs were damaged as they both had a hair line fracture allowing the tabs to bend slightly inward. The tip-retrieval mechanism, the capsule, inner member shaft, and spindle hub all appeared intact with no evidence of damage. Functional testing showed the distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The suspect dcs was returned for analysis which confirmed the reported actuator separation. Two tabs on the actuator were observed to be damaged. There was no other evidence of damage on the dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.